Event description:
It was reported to boston scientific corporation that an advantage fit sling system was ¿implanted by sst¿ in (B)(6) 2012 (exact date unknown). According to the complainant, post-procedure, the mesh became exposed in the right lateral fornix. The patient underwent an ¿excision and oversew of the mesh¿ on (B)(6) 2013. Attempts to obtain additional patient and event information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).